Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was determined that the event was attributed to the mis aligned engagement of the rail gear inside the gantry. The issue was resolved by repairing the gear part. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the system¿s gantry door failed to close completely in the equipment room when tidying up the system following a procedure. There was no patient present when this issue was observed.